Manufacturer narrative:
The bolus tip subassembly was received detached from the entire nasogastric tubing (ng) tubing. The sample device was evaluated. The sample evaluation and the in-process manufacturing review noted the root cause was in-correct set-up. The root cause was traced to manufacturing process. Actions are being taken in process to avoid recurrence of this issue. All information reasonably known as of 22-nov-2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by a represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to a. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint comp-(B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is not possible as no lot number was provided. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported the bolus plug detached after placing ng tube in a patient. The plug was collected from the patient with an endoscope. Additional information received (B)(6) 2021 stated the endoscopy was performed on (B)(6) 2021 and the broken device was removed. The patient underwent an endoscopy and the device was exchanged. There was no reported injury when the hospital staff attempted to administer medicine via a syringe, the staff "felt much resistance on it and could not administer and it was found tip of the ng tube was dissected."